Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:no defect was found. Testing was unable to duplicate the complaint. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging the reported pump was not calculating the bolus doses correctly. No troubleshooting of the pump was performed during the call as the patient refused. There was no reported patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.